Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the locking sleeve of the device was stuck. The device was used during an ent surgery. There was no injury or medical intervention reported. It is unknown if delay occurred. There was no additional information provided.